Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular lead. No intervention was performed and the patient will continue to be monitored remotely via merlin.net. The patient was in stable condition.